Event description:
Report received from (B)(6) states: "the cutter does not cut. There was no problem with aspiration. No impact for the pt."

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be within specification. The device has been requested yet not been returned for evaluation.